Event description:
The customer called for help with his contour meter. While troubleshooting, he performed control tests and received results of 192 and 185 mg/dl. The normal control range was 104-143 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read e11 which confirms exposure. The customer high results were most likely the result of exposure to moisture/humidity.